Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with cracked housing and fluid ingression. During analysis, the device was powered up and alarmed ec 1816. The error was cleared and ran which then alarmed ec1816 again. Service will replace the circuit board due to error with processor on the board and replace the front and rear housing due to fluid ingression. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump leaked. No adverse effects were reported.